Manufacturer narrative:
Device evaluation confirmed the reported issue. The device was inspected and faulty cable unit was observed causing no image, blank screen. In addition, visual inspection found that the rear label of the unit is fading. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings the reported issue of no image was confirmed. The reported issue was due to faulty cable unit attributed to electronic component failure. Root cause of the failed faulty cable is not known. The investigation is ongoing, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was found with no image, screen is blank. There were no further details provided regarding the reported event. No patient involvement reported. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number , customer response, updates and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It was considered that this phenomenon occurred due to the damage of the cable. Review of the product shipment record found no abnormality in the device. The partial disconnection of the cable was considered to be caused by the user's handling. As stated on the IFU (instruction for use) the user manual states: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Event description:
Updates on event reported. The event date was on (B)(6) 2020. The issue occured during the procedure, however it is unknow at which point during the procdeure the issue occured. In addition, the type of procedure is not known by the contact. It was reported that the image was blurry. A new camera head was ordered and used to complete the procedure. No model and serial numbers were provided. No other devices were replaced during the procedure.